Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient had 2 scs leads from the same lot. It was reported the patient was not receiving effective stimulation as stimulation was not in the correct areas. As a result, the scs system was explanted and replaced. Effective stimulation was obtained with the surgical intervention.